Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump continuously alarmed even thought it was in the sucker position and not in use during the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.